Event description:
It was reported by customer that " defective PICC lines. We retained only the tracking wire and its components. The event directly involved patient care. Event occurred during the sterile insertion procedure of peripheral inserted central catheter placement. The failure point is the 3cg tracking wire grommet with poor seal closure. The yellow grommet is not fully sealed/tight around the 3cg wire causing air to be drawn into the catheter during aspiration for blood check and or during flushing. It also is so loose and the wire does not remain secure and migrates. The migration is minimal and is usually less than a couple millimeters there is still the potential of further migration. There were no patient injury during procedure. Interventions included attempting to remedy any user error such as checking that tracking wire connection was fully secured ensuring this was not the point of air infiltration into catheter/syringe. Checking that proper connection of flush syringe was fully secured to luer connection to ensure this was not the failure point. Interventions that helped remedy the issue were plugging grommet that 3cg wire threads though with thumb to help provide a better seal and prevent air infiltration."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking stopper was confirmed. The returned sample was found to exhibit the same features as a previously investigated event, and the root cause was found to be within the scope.

Event description:
It was reported by customer that " defective PICC line. We retained only the tracking wire and its components. The event directly involved patient care. Event occurred during the sterile insertion procedure of peripheral inserted central catheter placement. The failure point is the 3cg tracking wire grommet with poor seal closure. The yellow grommet is not fully sealed/tight around the 3cg wire causing air to be drawn into the catheter during aspiration for blood check and or during flushing. It also is so loose and the wire does not remain secure and migrates. The migration is minimal and is usually less than a couple millimeters there is still the potential of further migration. There were no patient injury during procedure. Interventions included attempting to remedy any user error such as checking that tracking wire connection was fully secured ensuring this was not the point of air infiltration into catheter/syringe. Checking that proper connection of flush syringe was fully secured to luer connection to ensure this was not the failure point. Interventions that helped remedy the issue were plugging grommet that 3cg wire threads though with thumb to help provide a better seal and prevent air infiltration."